Event description:
Boston scientific received information that while this patient was undergoing an epicardial ablation, the patient went into ventricular tachycardia (vt). The physician administered an external shock. The device was programmed to aai mode and the patient had a lateral pad on and a right chest pad. The physician stated that he was not sure if the device was pacing or not as he thought he did not see any pacing for four seconds. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and stated that it might be the defibrillator detect feature that will not pace if high energy is detected. Another explanation could be that the cardiac tissue may be stunned from the external shock and it was pacing but could not capture. No other adverse events have been reported. This product issue will be updated if additional information is received.